Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate atrial fibrillation episodes detected due to a diagnostic anomaly. The patient has a very irregular heart rhythm and is believed to be the cause of the diagnostic anomaly. The patient would continue to be monitored. The patient was stable during and after the event.